Event description:
Female who had a posterior spinal fusion l4-s1 for spondylolisthesis in (B)(6) 2010. In (B)(6) 2012,patient began hearing a noise when she moved and began having pain over past 4-6 weeks like she had before surgery. X-rays revealed broken rods between l5 and s1. Patient and family opted to have revision surgery.what was the original intended procedure?posterior spinal fusion from l4-s1 with 5.5 medtronic stainless steel implantsdevice #1is this a laboratory device or laboratory test?no